Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): primary analysis finding: the helix was disengaged from the helical channel. The full lead was returned and analyzed. The helix will not extend due to being over retracted. Blood/body fluid was present on the distal conductor and in/on the helix mechanism.

Event description:
It was reported that during an implant procedure, the helix would not advance or retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.